Event description:
It was reported that during surgery, black particles were stuck to the cement while cementing legion a oxonium femoral component. No delay. No backup device available. No impact or injury to patient reported.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation, the reported event could not be confirmed. The photo provided confirmed residue on the cement. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Possible probable causes could be loss of sterility, packaging, or manufacturing. Product was sterilized according to sterilization release documentation from quality control. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.

Event description:
It was reported that during surgery, black particles were stuck to the cement while cementing a legion oxinium femoral component. The black particles were removed with a sterile solution. The procedure was completed with the same device. No delay. No backup device available. No injury to patient reported.